Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received the eri message on their external device and the eri message appeared on the abbott representatives programmer also. The abbott representative updated the software version; however, the eri message did not clear. In addition, it was determined the ipg was inoperable and it is unknown when the patient last received therapy. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Postoperatively, therapy has been resumed.